Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. The lead exhibited high capture thresholds, intermittent high out-of-range impedance, and frequent noise. The lead was replaced. No additional adverse patient effects were reported. The lead remains in the hospital's possession.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was torn near the terminal pin. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed tear.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. The lead exhibited high capture thresholds, intermittent high out-of-range impedance, and frequent noise. The lead was replaced. No additional adverse patient effects were reported. The lead was returned for analysis.